Event description:
Bio-rad received a report of a sample from a pediatric pt (B)(6) that was (B)(6) on the gs hiv-1/hiv-2 plus o eia and (B)(6) on another third-generation hiv assay. The sample was also (B)(6) by (B)(6) testing, with an abnormal band pattern. A qualitative dna pcr for hiv-1 was originally reported as (B)(6), but recent viral load testing has been (B)(6). The pt was diagnosed with very early childhood infection with (B)(6) and placed on therapy with (B)(6). Successful therapy may suppress the replication of the virus leading to diminished and atypical antibody response, and the abnormal (B)(6) pattern suggests (B)(6). Further investigation is being pursued regarding this sample. Another report was also received of a sample from a different location of the same lab that was (B)(6) on the gs hiv-1/hiv-2 plus o eia and (B)(6) by (B)(6) testing. The sample was also (B)(6) on an hiv-1 viral lysate eia test. The similarity in the (B)(6) band pattern and the same eia results for both samples suggest they could be from the same pediatric pt. Add'l info regarding this sample/pt is not available.